Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while clipping on the cystic duct, the surgeon tried multiple clips with a steady full squeeze but the clips would not close and would slip off the tissue. Another device was used to complete the case. There was no patient injury.